Event description:
It was reported that despite therapeutic levels of IV heparin and anti-platelet medication, the patient returned 2 days post implant of an endovascular stent graft with recurrent thrombosis involving the venous end of the graft including the endovascular stent graft and the common femoral vein. In addition to thrombectomy, another manufacturer's stent graft was deployed across the venous outflow anastomosis, overlapping the distal end of the previously placed stent graft.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent graft remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.